Manufacturer narrative:
If gel cards are not centrifuged with the proper speed, erroneous results could be reported. Incident occurred during a quarterly rpm check. Account had not noticed any discrepant results prior to the incident. No erroneous results were not reported as a result of this incident. Product labeling advises the customer to monitor the centrifuge for the entire ten-minute centrifugation period. If the ten-minute centrifuge period is not centrifuged at the proper speed, then red cells may not properly settle to the bottom of the microtube and may possibly lead to erroneous test results, which may lead to the transfusion of incompatible blood. If the reported incident were to recur and if the user did not follow product labeling, erroneous results could have been interpreted. Instrument malfunction could not be ruled out as a contributing factor.

Event description:
The customer reported that the mts centrifuge was spinning at 800 rpm using a calibrated tachometer. (Specification is 895+/- 25 rpm). Incident occurred during a quarterly rpm check.